Manufacturer narrative:
Patient initials not provided by reporter. (B)(4). Devices remain implanted. Surgeon has opted to leave the device in place and closely monitor the patient. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ DHR for raw material lot # 4869781 was reviewed. Raw material receiving sheets were reviewed for correct type, size, grade, jde#, lot #, and heat #. Review of lims inspection requirement showed that the material conformed to all dimensional and chemical content analysis specifications. An mrr was generated due to parts being bent. The raw material was screened and sorted for straightness and material that did not meet the inspection requirements was returned to the vendor. A material certification requirement was also requested from the vendor and received. Parts being bent has no relationship to the complaint condition. (Sterile) there were no issues during manufacturing of the product that would contribute to this complaint condition. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with prodisc-l at l4-l5 on (B)(6) 2015. Intraoperative final ap and lateral x-rays were taken at that time. During a routine follow up visit on (B)(6) 2015, a second set of ap and lateral x-rays were taken. The follow up x-rays show the prodisc-l had migrated. The superior endplate appears to have settled up into the inferior bony endplate of the vertebral body of l4. The device appears to be stable but articulated laterally around its axis of rotation. The tantalum marker of the poly inlay was not visible on the follow up x-rays due to the skew of the x-ray. The tantalum marker was also not visible anywhere outside the disc space and is assumed to be hidden behind the endplate. Both metallic endplates appear to still be distracted apart, although the upper superior endplate has reached maximum lateral flexion in relation to the inferior endplate. The poly inlay appears to be in place. Flexion/extension films were not taken to detect device movement. Device appears to be stable, patient is asymptomatic and doing well. Surgeon has opted to leave the device in place and closely monitor the patient. Devices remain implanted. This is report 2 of 3 for (B)(4).